Manufacturer narrative:
H3 other text : the customer requested to order parts with no engineer evaluation.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer needs to replace som pca, therapy capacitance, therapy receptacle and therapy pca. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, I s substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.